Event description:
It was reported by a service tech, during a fastener install appointment, the safety bail allegedly was missing connection with the installed safety hook. This unit has not been placed in service yet as training is pending. There was no patient involvement or injuries reported. Further investigation is pending.